Event description:
A communication error with the memory was reported, identified by the malfunction code malf 6. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisting the customer through the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred, which the customer understood and acknowledged.